Event description:
It was reported that impedances were greater than 10000 ohms with respect to the 0 electrode. It was noted that the device was reprogrammed. The patient symptoms were reported as a burning sensation at the lead location. The patient had not been using stimulation and reported that when stimulation was turned up, the patient felt stimulation in appropriate areas of pain, but also cramping/burning in the mid-back. Reprogramming provided the patient with effective stimulation and eliminated pain in the back.

Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3777-75, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Event description:
Additional information received from the patient via a manufacturing representative (rep) reported the rep and patient met on (B)(6) 2015. The impedance check showed 0 electrode over 10,000. Any programming resulted in patient feeling cramping in mid back where the lead anchor incision was located. The patient was unwilling to explore a lead revision. Her complex regional pain syndrome (crps) had worsened and the doctor might do a pump trial.